Event description:
Per the clinic, the patient experienced a wound at the magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Event description:
Per the clinic, the patient experienced a skin breakdown at the magnet site.